Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level of over 500 mg/dl. The customer experienced different blood glucose level of 533 mg/dl. The customer stated that the reservoir was leaking. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.